Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that error codes (e216 and e226) occurred because communication failure occurred due to a faulty cable. As to the cause of the faulty cable, it is likely that it was broken because water entered from the cracked part of the connector. The event can be detected/prevented by following the instructions for use which state: "do not drop the camera head or allow it to strike other objects. Doing so could allow water to penetrate and damage electrical circuits inside". Olympus will continue to monitor field performance for this device.

Event description:
The olympus sales representative reported (on behalf of the customer) that the hd 3cmos autoclavable camera head had a noisy image quality issue. The issue occurred during a therapeutic procedure and there was no patient harm associated with the event. The device was returned and evaluated, and it was found that the image was defective, and there were also e216 and e226 scope communication errors. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to the camera cable deterioration. In addition to the image quality defect, the additional evaluation findings were e216 and e226 scope communication errors. The cable was buckled, dent on the tip of the connector, part of the connector cracked, corrosion of the electrical contacts on the connector, and flooding of the cable and the head part of the imaging. The investigation is ongoing, and a supplemental report will be submitted upon completion or if the user facility provides any additional information.